Event description:
The patient reported that beginning on (B)(6) 2021 and each day since (4 events total) she experienced the adhesive pad did not stay attached to the body. Patient has been using v-go for 4 years and reports this is the first time she ever had an issue with her v-go becoming detached. Patient reports that it is unusually hot where she lives and this may be a factor in the device becoming detached from her arm. Patient uses proper fill, wear, and go procedure and there was no increased movement or interference from clothing. There are no devices available.